Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis due to displaying a primary audible alarm. The primary audible alarm post was found in the device?s history log. Power up and occlusion testing were the methods used to test the device. The issue was not able to be duplicated. The interconnect flex cable was connected to the main board and glue was not intact on j9 connector. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The operator replaced the speaker as preventive measure. Power up process and all the functional tests passed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that device received primary audible alarm. No adverse effects reported.